Event description:
Air hose exploded during surgical procedure and pieces of the rubber hose landed in the operative site creating potential for wound infection and/or retained foreign body.

Event description:
Add'l info received from MFR 4-4-03: catalog number is 00-5052-010-00 universal hose, 10 foot. Linvatec received a report on 02/07/03 regarding an alleged 00-5052-010-00 universal hose. Upon further analysis of the serial number reported to linvatec by the hospital reporter, this is not a recognized linvatec serial number for the 00-5052-010-00 universal hose. The hospital was advised that all new 00-5052-010-00 universal hoses are dated coded with the month and year of manufacture. Example: apr 03. For any 00-5052-010-00 universal hose that is returned and repaired by linvatec, the current month, year and the letter "s", designating service, is permanently etched at the end of the dated code on the metal connector. Example: apr 03s. This particular hose has not been returned to linvatec for investigation or service. It is suspected that this hose has been serviced by a third party source (name unknown) and applied. Hospital reporter admitted that they were unsure of who may have repaired this particular hose. Linvatec advised the hospital that there is no third party source approved for the repair of universal hoses. Linvatec does not consider this a reportable event. From the initial communications with the hospital, it was reported there was no injury. The hospital reporter indicated to linvatec that although alleged pieces of the hose were exposed to the incision site, the pieces were removed and thge incision was irrigated. Linvatec was advised that the hose bwas replaced and the procedure completed without incident. Hospital reporter stated to linvatec that no staff or pt was injured and the hose was later cultured and no findings were noted. Linvatec cannot determine that this particular hose has malfunctioned.